Event description:
The facility reported that when lifting the pt off the bed for toileting, the hanger bar became detached. The pt dropped about 6 inches back onto the bed. The hanger bar then landed on the pt. No injuries were reported.